Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found the sensor wire missing from the housing puck. The reported event of a missing sensor wire was confirmed.

Event description:
International distributor contacted dexcom technical support on (B)(4)2014 to report on behalf of patient a missing sensor wire on (B)(4)2014. Patient claimed that she received a "sensor failure" error message and did not receive any readings using the sensor. Patient stated that upon removal of the sensor pod, the sensor wire was not present on the underside of the sensor pod and she did not see or feel the sensor wire in her skin. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.